Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "while checking our sets I noticed that this item was broken."